Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced hemopericardium that was treated and the patient recovered without further sequelae. The leads remain in use. No further patient complications have been reported as a result of this event.